Event description:
Ventilator showing circuit disconnect with inadequate volumes. Ventilator removed from pt - tagged and sequestered in nurse manager office. Pt was exhibiting no s/s of distress; o2 at saturation wnl. Carefusion service technician notified and completed a full evaluation. Recent pm in (B)(6) 2014 service date - performed a uvt and ovp and replaced the exhalation valve receptacle.